Manufacturer narrative:
Retainer ring = black. P-cap / reservoir locks properly into place. Insulin pump passed self test and displacement test. However, moisture damage was noted on pcb1. The following were noted during visual inspection: scratched case, broken battery tube threads, and moisture damage in battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had moisture on the screen and crack on the battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.